Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that a high dose positive result, obtained with the liaison sars-cov-2 s1/s2 igg assay, was discordant with respect to two other serological methods. Single MDR related to each involved batch (358008 358009) is submitted: lot 358008 MDR code 9610240-2021-00012; lot 358009. Due to covid-19 symptoms, the patient ((B)(6) year old male) was tested in late (B)(6), obtaining a negative pcr result and a positive result with liaison sars-cov-2 s1/s2 igg (index: 63.8). On (B)(6), the patient had a positive pcr result and a negative igg antibody result with a competitor assay (abbott). After three days, on (B)(6), the patient had a negative pcr result and a positive result with liaison sars-cov-2 s1/s2 igg assay (index: 56.3). This serum specimen resulted negative for sars-cov-2 igg with two other competitor igg assays (abbott and siemens). The sample was freshly collected and centrifuged for initial testing. For retest, specimen was centrifuged at 10,000 x g for 10 minutes and the result was still positive with the liaison assay and negative with siemens assay. Specimen was stored in the primary tube. The second sample (ID (B)(6)) was stored in the primary (sst) tube at 2-8°c. It was aliquoted to centrifuge 10,000 x g for 10 minutes; the retest was performed on the aliquot obtaining the same results as the initial testing. The complained samples were identified by diasorin. Based on data analysis, sample ID (B)(6) was tested on (B)(6) 2020 and graded positive at 63.8 au/ml on liaison xl s/n (B)(4) with kit lot 358008. Diasorin controls were tested on the relevant routine day and fell within coa ranges. No retest for this sample was performed based on available data. The second sample (ID (B)(6)) was tested twice on (B)(6) 2020: both tests were performed on liaison xl s/n (B)(4) and resulted positive. Diasorin controls were tested on the relevant routine day and fell within coa ranges. During the period analysed, in a few occasions the diasorin positive control resulted out of higher coa range, but the customer was always able to obtain valid runs upon retest. However, the values obtained for the positive control were fluctuating during the period analysed and a few delays in weekly maintenance tasks were observed. Based on the information retrieved, the complained samples were found to be discordant with two other serological methods, however the patient had covid 19 symptoms and a positive pcr result was obtained. Pcr was repeated and resulted negative. No follow-up was performed on the patient to define the timing of infection and of the onset of symptoms. The exact positive percent agreement obtained at customer could not be calculated. Based on the gathered information, the complaint was classified as not confirmable. Clinical performance of the involved assay was based on clinical sensitivity defined by pcr positive and no comparison studies with other serological tests are available: since most of the competitor tests are not designed to detect neutralizing antibodies, differences may be expected and cannot be related to product deficiencies. No clear root cause could be identified, however the issue could be sample-related. Antibodies titer could be detected in different ways by different assays/methods, using different raw materials and antigen composition. Release batch sheet and nc database were reviewed without highlighting anomalies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that a high dose positive result obtained with the liaison sars-cov-2 s1/s2 igg assay was discordant with respect to two other serological methods.